Event description:
Post-operative open reduction internal fixation of right proximal humerus fracture 01/16/2025. Zimmer locking plate and screw used for fracture, 6 weeks post op, screw came out of locking plate and needed to be removed. Model number: 110030100 and 110030101. Reference report mw5168012.